Event description:
The customer reported that following a diagnostic catheterization procedure on april 7, 2000, a vasoseal es was deployed. The physician reported that the site was without bleeding or hematoma, but the pt's hemoglobin dropped dramatically overnight. The pt required a blood transfusion. No further complications were reported.